Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump due to a field correction, even though the pump was out of warranty, and provided instructions for returning the malfunctioning pump. The customer was advised to use multiple daily injections as backup therapy and was informed that training would be available in their tandem source account.